Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) stenting treatment procedure, tip detachment occurred. The stenosed de novo lesion located in the severely calcified posterolateral branch of the circumflex artery was treated using an unspecified iq guide wire and another manufacturer¿s stent was implanted. A pt graphix guide wire was selected for use and during advancement in the posterolateral branch resistance was encountered. While viewing under fluoroscopy, the physician noted the tip of the guide wire was broken and detached inside the patient's vessel. Another manufacturer's snare was used to retrieve the detached tip however 1 mm of the guide wire tip remained inside the patient. The procedure was not completed due to this event. The patient is scheduled for a follow up angio in september. No further patient complications were reported. The patient status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) stenting treatment procedure, tip detachment occurred. The stenosed de novo lesion located in the severely calcified posterolateral branch of the circumflex artery was treated using an unspecified iq guide wire and another manufacturer¿s stent was implanted. A pt graphix guide wire was selected for use and during advancement in the posterolateral branch resistance was encountered. While viewing under fluoroscopy, the physician noted the tip of the guide wire was broken and detached inside the patient¿s vessel. Another manufacturer¿s snare was used to retrieve the detached tip however 1 mm of the guide wire tip remained inside the patient. The procedure was not completed due to this event. The patient is scheduled for a follow up angio in september. No further patient complications were reported. The patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the unit was received with distal tip missing. Visual and microscopic analysis revealed the distal poly skived at 0.7 cm from tip, core wire exposed. Also the poly at distal tip is skived the core wire tip is exposed. The overall length is 182.5 cm. Sem analysis of the core wire revealed the vertical surface or end of the wire exhibited striations and smeared material indicative of being cut. No fracture features were indicated. The core wire section exhibited no fracture features. The wire did not fracture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).